Manufacturer narrative:
The device was not rec'd by depuy synthes power tools. If add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had "low power". The device was used during a surgical procedure. No injury or medical intervention occurred. There was no add'l info provided.